Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the small intestinal videoscope exhibited: the angle wires were cut, and the wire ends were unraveled. The angle wires became unable to move and angulation remained locked. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, that the malfunction was likely caused by the repeated angulation of the device result in frayed wire (broken strand in the bending cover mesh). And though, the definitive root cause of the problem could not be identified. There's no evidence of corrosion around it. The following is included in the instructions for use (IFU): the user may detect the event by handling the device according to the following item of IFU. Operation manual_ inspection of the endoscope_ inspection of the bending mechanisms olympus will continue to monitor field performance for this device.